Event description:
Approximately one and a half months ago hemopro 1: the pa had placed the hemopro in the right thigh and made a tunnel to harvest the saphenous vein. The pa saw smoke on the monitor and removed the hemopro from the leg, the device was smoking. The hemopro and bovie generator were replaced. A second hemopro also produced smoke. Approximately one month ago, hemopro 2: while endoscopingly harvesting vein for a CABG the hemopro began to overheat and cause excessive smoke in the leg. The hemopro was removed from the leg and cautery tip was "red hot". The unit was taken off the field and four subsequent kits were opened. Each kit proceeded to have the same malfunction. At this point, the cautery cable was also replaced which seemed to resolve this issue.